Manufacturer narrative:
Pending investigation. D10: 306-02-12 - equinoxe humeral long stem 12mm 200mm 5186046 320-10-00 - equinoxe reverse tray adapter plate tray +0 a330190 320-10-00 - equinoxe reverse tray adapter plate tray +0 a498024 320-10-05 - equinoxe reverse tray adapter plate tray +5 a459654 320-20-00 - eq reverse torque defining screw kit a500847 320-20-00 - eq reverse torque defining screw kit a501058 320-36-00 - 145-deg pe 36mm hum liner +0 a349780 320-36-00 - 145-deg pe 36mm hum liner +0 a371576 320-36-13 - 145-deg pe 36mm const hum liner +2.5 6538340

Event description:
As reported, the 78 year old male patient had an initial left tsa on (B)(6) 2020. The patient complained of pain and was revised on (B)(6) 2024 due to a fractured shoulder. The liner was revised. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, d6a, g4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely due to a bone fracture. The reason for the fracture cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.